Event description:
It was reported that during an unk procedure, the hand piece generated an error 3. Customer used a second hand piece to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 07/16/2010. The hand piece was received with the mount loose. It was connected to a generator, evaluated with a test instrument and no functional issues were found. The instrument was disassembled to inspect internal components and a torn acoustic isolator and evidence of moisture ingress were found. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is probable that the loose mount and moisture ingress affected hand piece functionally.